Event description:
The patient presented to the surgeon with pain. Revision of the implants was required.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.